Manufacturer narrative:
Method: analysis of programming history.

Event description:
It was initially noticed while reviewing programming history in the manufacturer programming history database that the patient had an impedance value less than 600 ohms indicating the potential presence of a short-circuit condition. Diagnostics were run at later dates and were within normal limits. Good faith attempts for additional information have been unsuccessful to date.